Event description:
New information received states that both leads were explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-08341.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report number 1627487-2019-08341. It was reported that upon lead interrogation of the ipg replacement reported in manufacturer report number 1627487-2019-03967, high, out of normal range impedance issue was observed on both leads. Patient was programmed with burst therapy. Patient has had no recent falls or traumas in the recent past. Patient has not had effective therapy since implant procedure. Lead revision procedure is anticipated in the near future. No further information is available.